Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic manager (cm) reported a combi set blood leak occurred towards the end of a patient¿s hd treatment. It was reported the transducer protection on the venous side had blood break through to the machine side. Upon follow-up, the cm confirmed the reported event. There were no machine alarms during the treatment as blood did not come into contact with the blood leak detector. There was no visible damage identified prior to treatment. There were no leaks noted during the priming, and no irregularities were identified on the combi set. The patient¿s estimated blood loss (ebl) was reported to be 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was close to the end of treatment but was unable to complete their full treatment. The combi set was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hemodialysis (hd) clinic manager (cm) reported a combi set blood leak occurred towards the end of a patient¿s hd treatment. It was reported the transducer protection on the venous side had blood break through to the machine side. Upon follow-up, the cm confirmed the reported event. There were no machine alarms during the treatment as blood did not come into contact with the blood leak detector. There was no visible damage identified prior to treatment. There were no leaks noted during the priming, and no irregularities were identified on the combi set. The patient¿s estimated blood loss (ebl) was reported to be 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was close to the end of treatment but was unable to complete their full treatment. The combi set was no longer available to be returned for evaluation.